Event description:
I had complications stem from a breast augmentation I had received in 2007. I had revision surgery all set to go twice already in the past year. My plastic surgeon the first time, then rescheduled me for another surgery in 2008 and cancelled yet again and handed me these implants (two medical devices) still sealed in a box and told me to take them to another surgeon. I believe this is highly unethical and thought that the FDA should know of this gross misuse of medical devices by a health professional. I'm enclosing the photos of devices in my letter. "I feel this health professional did not act accordingly as to the distribution of medical devices and the matter deserves attention as soon as possible.